Event description:
While transferring the pt from the bed to the chair and while the sling was in the raised position, the left leg clip detached. Before staff could react, the pt fell, hitting their head on the floor. The pt was treated overnight in the hosp for bruising and swelling to the back of their head.